Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Maude report #(B)(4) states: after hip surgery approximately ten days, hip got infected. However, had to have another surgery the second time. Hip never recover successfully. The device had to be replaced twice due to complications on hip. Hip got infected, and never ever recovered. Please call me in reference to this matter. Fluids: two thousand cubic centimeters of lactated ringer's. Urine output: not recorded. Disposition: the pt was extubated and transferred to the recovery room in stable condition. Indications: the pt is a (B)(6) male, who presented to (B)(6) hospital emergency room with complaint of right hip pain. X-rays were done which confirmed presence of a right femoral neck fracture. The pt was admitted to the orthopedic service with the plan of undergoing right hip hemiarthroplasty once cleared by the medicine service. The risks and benefits of the procedure were explained to the pt, who understood the risks and wished to proceed with surgery. Procedure: the pt was identified in the preoperative holding area where the right hip was marked as the operative site. The pt was then taken to the operating room per anesthesia. Once in the operating room, the pt was sedated and intubated per anesthesia. The pt was then placed in the left lateral decubitus position. The right hip and lower extremity were then scrubbed with soap and water and then rubbed down with alcohol. The right lower extremity was then prepped and draped in usual sterile fashion. A standard curvilinear incision was made over the right greater trochanter. The incision was taken down through skin and subcutaneous tissue down to the level of the tensor.

Manufacturer narrative:
Additional narrative: the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.